Event description:
It was reported that the stylet was unable to be removed from the left ventricular (lv) lead during the implant procedure. As a result, the lv lead was damaged due to applying too much force when attempting to remove the stylet. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to remove the stylet and lead damage due to excess force used when trying to remove the stylet were confirmed. As received, a complete lead was returned in two pieces with the stylet stuck inside the lead. A visual inspection of the lead revealed that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil which is consistent with procedural damage. Additionally, the polytetrafluoroethylene (ptfe) stylet coating was bunched up and clogged with the inner coil distal to the connector pin. The cause of the reported events was due to bunched up ptfe coating of the stylet inside the inner coil that prevented the removal of the stylet and excessive forces resulted in the connector pin and crimp sleeve to be pulled out of the connector assembly.